Event description:
Some very bad blistering on the top of my shoulders/resulted in large blisters [blister]. Welts [urticaria]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) via an unspecified route of administration from an unspecified date for tight muscles. The patient medical history included muscle tension as she is a professional cellist. The patient's concomitant medications were not reported. The patient used this product a couple of years ago and ended up with some very bad blistering on the top of her shoulders. There was no prescribing doctor as this is an over the counter product and she did not go to her doctor when she used it on her shoulders and it resulted in large blisters. The patient asked if it had any changes since then. It helped with the tight muscles but blisters and welts are not a good trade off. The action taken of the product and the outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (08sep2015): new information from a contactable consumer includes: patient history, reaction data (description of event: large blisters and additional event of welts). Patient confirmed thermacare heatwraps were not prescribed and she did not seek medical attention as a result of the events. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day (B)(4) and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day (B)(4) and 30-day FDA reportability.

Event description:
Some very bad blistering on the top of my shoulders [blister]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) via an unspecified route of administration from an unspecified date for tight muscles. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient used this product a couple of years ago and ended up with some very bad blistering on the top of her shoulders. The patient asked if it had any changes since then. It helped with the tight muscles but blisters are not a good trade off. The action taken of the product and the outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.